Event description:
It was reported that an obvious decline in the pt's hearing performance was noticed by the guardians on (B)(6) 2014. A head trauma was denied by the guardians. Problems of external devices were excluded. The pt was re-implanted on (B)(6) 2014.

Manufacturer narrative:
Not available for this device. The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.